Event description:
It was reported by the patient that the remote monitor would not power up. The monitor had previously transmitted successfully. Multiple outletes were tried, and a new power cord was sent. The monitor has now been returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion and contamination on the printed circuit board assembly, due to this condition the unit was unable to power up.

Event description:
It was reported by the patient that the remote monitor would not power up. The monitor had previously transmitted successfully. Multiple outlets were tried, and a new power cord was sent. The monitor has now been returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.